Manufacturer narrative:
Based on the claim against the product by the customer noting a plastic piece at the distal tip of the monopolar curved scissors (mcs) instrument was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary failure of broken tube adapter to be related to the customer reported complaint. The instrument was found to have a broken tube adapter. A piece measures approximately 0.119" x 0.035" was found to be broken off. The broken piece was not returned. The complaint regarding a plastic piece at the distal tip of the monopolar curved scissors (mcs) instrument was broken was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue. The root cause of the failure mode broken tube adapter is typically attributed to mishandling/misuse of the device, such as excess force applied to the instrument tip.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument was found to have a small plastic piece broken at the distal end. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter responded indicating that the physical damage was identified in sterile processing department (spd). The instrument was sent back to isi for analysis. There was no report that the instrument was used during a procedure. It was unknown of the part of instrument was damaged/broken. There was no report of patient harm/injury. There was no report of the instrument inspected prior to usage. There was no report a surgical task was being performed. No report of the instrument colliding with another instrument. No report of the fragment falling inside of the patient. No report of patient demographic information.